Event description:
It was reported that the patient presented for in-clinic follow-up with a complaint of chest tightness. The pulse generator was unable to be interrogated, and no magnet response was observed. Premature battery was suspected. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion and no magnet response was confirmed. The device was unable to be interrogated upon receipt. A longevity calculation was performed and found battery depletion was premature. Analysis performed after the device was cut open indicated that the device was at end of service (eos) and revealed high current drain. An anomalous radio frequency (rf) module was found to be the root cause of the high current drain and premature battery depletion.